Event description:
It was reported to vyaire medical that a high fio2 (fraction of inspired oxygen) has occurred on the avea ventilator. There is no information of patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was not able to supplicate the discrepancy however the fio2 reading was 4 points over the set point. The fsr opened the unit to adjust the o2 (oxygen) blender regulator. Adjustments were made to the o2 regulator and the o2 sensor was replaced. Ovp (operational verification procedure) was performed and all o2 concentration and performance passed per avea service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.